Event description:
Sakura finetek europe notified sakura finetek USA on (B)(6) 2025 about the incident that occurred on (B)(6) 2025 at a healthcare facility in spain. The customer was using sakura autosection microtome to trim a paraffin block while the blade guard protection was not in place. Without stopping the device, the customer placed one of their fingers between the moving chuck and the microtome blade, subsequently cutting a part of their finger (2nd digit). The customer proclaims this was caused by being distracted while talking to one of their colleagues.

Manufacturer narrative:
The customer acknowledged to be trimming a block with sakura autosection microtome while not using the blade guard. Ignoring this safety precaution, in combination with being distracted and not focusing on the device being in operation, resulted in user harm. Per 0006801-02 revg operating manual tissue-tek autosection automated microtome 5000 page 8, users shall "always lock the hand wheel and cover the cutting edge with the blade guard prior to manipulating the blade or the specimen, changing the specimen, or when the instrument is not in use". From a technical perspective, the log files received have been reviewed and has not shown any irregular behavior.